Event description:
It was reported that at the user facility the manifold was clogging. Additional information is being requested from the user facility.

Event description:
It was reported that at the user facility the manifold was clogging. Additional information is being requested from the user facility.

Manufacturer narrative:
The reported event could not be confirmed since the units were not returned for evaluation. Based on the information given in the event description the most likely root cause was due to the manifold clogs. Based on information in the risk documentation this can occur due to the design of the device. If the manifold clogs it can result in a loss of vacuum. Device not returned for evaluation.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.